Event description:
Tlc brown port found to be leaking antibiotics. Line removed and replaced. Tlc outside of office on np 10. E-mailed rep. [Redacted date] - teleflex complaint #: (B)(4); RMA received, sample shipped ups. [Redacted date] - [redacted names] responding to teleflex emailed inquiries. Manufacturer response for triple lumen catheter, triple lumen catheter (per site reporter). E-mailed rep. [Redacted date] - teleflex complaint #: (B)(4); RMA received, sample shipped ups. [Redacted date] - [redacted names] responding to teleflex emailed inquiries.